Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. Type of moisture exposure was swimming pool. Received a sudden vibration followed by a blank display the customer¿s blood glucose was 145 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement and self tests due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also the s/n label located between the belt clip rails is illegible.